Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The malfunction was confirmed. The sensor triggered a true led disconnect alarm as it was determined the sensor led would not light up and the led during the qc test experienced a crash.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where user received an sensor replacement alert resulting in an early sensor removal.